Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while connected to the power module was confirmed via the submitted log file. The submitted log file contained information spanning approximately 44 days ((B)(6) 2021-(B)(6) 2021 per timestamp). Throughout the log file, the rsoc values of both power cables were occasionally observed to be below expected values while connected to the power module. Intermittently, the rsoc values fell beneath the power cable disconnect threshold, activating the reported alarms. However, the voltage fluctuations and related alarms did not impact the ability of the pump to operate at the set speed. The provided information indicated that the controller was exchanged, resolving the alarms. The heartmate ii system controller (serial number: (B)(4)) was not returned for analysis, and the root cause of the reported event was unable to be conclusively determined. Review of the device history record for the system controller, serial number pcx-17740, showed that the device was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnects. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient had power cable disconnect alarms while connected to the power module. A review of the log files confirmed power cable disconnect alarms while connected to the power module. The alarms resolved when the patient was switched to their backup system controller.